Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's system board needed to be replaced to address this issue.

Manufacturer narrative:
Device has been evaluated but the estimate was rejected by the customer. The device was returned to the customer unrepaired.